Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the right ventricular (rv) leadless pacemaker exhibited stretched helix. The rvlp was not implanted and an alternate near at hand was implanted instead. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited unspecified unsatisfactory electrical parameters and upon repositioning, the rvlp helix was stretched. The rvlp was not implanted and an alternate near at hand was implanted instead. Patient condition was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual analysis noted that helix was elongated and stretched out of specification, which was consistent with having occurred during the procedure. No anomaly noted after further analysis. Longevity assessment was normal with no other anomalies found.